Event description:
During field svc installation of the device, the user reported that the touchscreen did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during field svc installation of the device, there was no pt involvement during this event.